Event description:
The reporter stated that two devices that had passed their expiration date had been implanted during surgery. The devices both have the same lot number. The pt was suffering from multiple cranial contusions with cranial shift, sustained after falling from bleachers in 2008. The nurse stated that his condition prior to surgery was extremely grave, and that the surgery was a palliative procedure. The nurse reported that on entering surgery, the pt's pupils were fixed and dilated, and that he died the next morning. The reporter stated that the expiration dates of the implanted devices were not checked prior to implantation. He stated that the use of these devices was not likely to be related to the pt's death.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.